Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. There was no unexpected excessive no delivery alarm. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, scratches on the reservoir tube window and stained end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was over 600 mg/dl. Customer treated their high blood glucose with a manual injection. Customer received no delivery alarm and advised the reservoir leaked at the site. Customer's mother advised they could smell insulin. Customer changed out the site, attempted to give a corrective bolus but received a no delivery alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.